Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found contrast visible in the inflation lumen, consistent with preparation. The balloon was loosely folded, consistent with the balloon inflated. The hypotube was separated 69.1 cm distal to the strain relief tubing and the fracture face was oval shaped as if kinked prior to separation. The hypotube jacket was also stretched at the separation. There were four bends in the hypotube, 5 mm and 31.8 cm proximal to the separation, and 5 mm and 19.4 cm distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of products is destructively tested to verify lumen integrity. In this case, follow up information confirmed the rx voyager catheter was used in the procedure and there was no reported issue with the catheter. Therefore it is possible that the shaft was kinked during handling post procedure. Further manipulation during packaging, handling and return to abbott vascular for analysis would have contributed to the shaft ultimately separating; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the hypotube separation could not be determined. This type of reported event will continue to be monitored.

Event description:
It was reported that the promus rx stent delivery system (sds) was unable to cross the lesion site in the right coronary artery and was therefore removed. The procedure was successfully completed with other promus sds devices. No adverse patient effects were reported. The voyager rx balloon catheter was received with a separated proximal shaft. Communication with the site only revealed that the catheter was used in the procedure. No additional information was provided.